Event description:
It was reported that the customer could not push any buttons on the insulin pump. Customer had the battery out of the pump for over 5 minutes. Customer stated that the keypad was still unresponsive after reinserting the battery. Button error alarm also occurred. Insulin pump will have to be replaced. Pump is out of warranty. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, a cracked reservoir tube, and a missing end cap sticker.